Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery noted. The insulin pump had minor scratches on display window.

Event description:
It was reported that the customer received a radio frequency failed self test. Pump failed the self test and alarmed again. The nurse stated that the pump was not delivering insulin. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.